Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device evaluation: visual inspection using magnification was performed to the returned lens sample and revealed loose fibers/particles on lens related to handling of the unit out of a sterile environment. Both haptics were observed damaged/distorted. The condition in which the lens was returned is consistent with a lens that was handled and prepared for surgical process. The complaint issue reported was verified. Based on the analysis of the returned lens, there is no indication of product quality deficiency. Manufacturing record review: the manufacturing process record was evaluated and no discrepancy was found related to the complaint issue reported. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Lens was not implanted. If explanted; give date: n/a (not applicable). Lens was not implanted; therefore, not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a z9002 19.0 diopter intraocular lens (iol), had the haptic bent prior to loading. Follow-up confirmed that the event occurred when they opened the package, they took out the lens and they noticed that one of the blue haptics was bent. They did not want to use this. Hence, they used the back-up lens and it was good. Surgery went well afterwards. No patient contact on the suspect lens.